Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2020, a female patient experienced high blood glucose level of 300 mg/dl and ketones due to a kinked cannula. Reportedly, the infusion set was changed five times. Further, she went to her health care professional who assessed her ketone levels as dangerous/ life threatening and was subsequently hospitalized due to diabetic ketoacidosis. During hospitalization, her blood glucose level was checked and normalized. She was released after one day of hospitalization but had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.